Event description:
The facility reported a flo-gard infusion pump which "sounds all the time". This event occurred while a patient was connected and may have interrupted therapy. The pump was swapped out and the infusion resumed on a different pump. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The condition of "sounds all the time" had been reported previously on medwatch MFR # 6000001-2010-00173 as "sounds all the time with a door open/close clamp issue". However, "sounds all the time" is now being reported and investigated as a separate condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.